Event description:
It was reported by the customer that the needle protruded when the device was turned upside down after retraction. No information was received regarding any serious injury as a result of this product issue.